Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote transmission was sent that showed possible intermittent atrial lead over and under sensing during atrial arrhythmia episodes. The atrial lead remains in use. No further patient complications have been reported as a result of this event.